Event description:
It was reported that patient lost therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. During the explant it was noted that the lead had fractured. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported complaint of lead fracture was confirmed. As received, microscopic inspection of the lead was found with all its wires broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.¿